Event description:
The hospital reported that during the set-up for evh procedure it was noticed that the image through the scope was foggy. A replacement unit was used to complete the procedure. The hospital did not provide any info regarding the pt.

Manufacturer narrative:
Scholly assessment received on (B)(4) 2006, indicates that the tubes are bent and there are deposits on windows from improper cleaning. This is a result from mishandling of the scope. (B)(4).